Event description:
It was reported by the patient of having dizziness and lightheadedness and recently had a device check where the device was reprogrammed, but it hasn¿t helped. Additional information has been requested and not yet received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 lead, implanted: (B)(6) 2005. (B)(4).